Manufacturer narrative:
The physical device was not returned. Cloud data from the user for the period of (B)(6) 2026-(B)(6) 2026 was downloaded and reviewed. Review of the patient history buffer (phb) data found that, while in automated mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The automated algorithm appropriately reduced and stopped delivery of automated basal insulin as estimated glucose values decreased towards and below the user's target and resumed and increased automated basal insulin as estimated glucose values increased towards and above the user's target. No instances of the automated algorithm delivering automated basal insulin while estimated glucose values were below 60 mg/dl were observed. No evidence of issues with the automated algorithm or with insulin delivery were observed in the available cloud data. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that, since the omnipod 5 application updated a month and a half ago, the patient has been experienced poor glycaemic. The patient noted two occasions the basal rate was not paused which led to low glucose levels (specific values not provided). The exact dates of these events were not specified. Efforts to contact the patient and obtain further information have been undertaken; however, no response has been received to date. This report addresses one of the two reported events. The second event has been submitted separately under (B)(4).